Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 01:33:20. During night drain cycle six, the patient's ultrafiltration reading was 1444ml, indicating the home patient (hp) drained 1444ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was undetermined. The therapy log indicates that drain cycle two and drain cycle four were bypassed during the therapy, but it is unknown what alarms were bypassed since the event log for this therapy is not available. If any additional information is received, a follow-up will be sent.